Manufacturer narrative:
Evaluation summary: the pump was evaluated by a baxter service technician. The reported condition was confirmed. The door latch on channel 1 and door assembly on channel 2 were replaced. This device is a baxter owner loaner pump and will not be returned to the customer. Review of the complaint reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
A rental pump was received by service that did not specify any problems. Info was not provided regarding whether or not the problem occurred during a pt infusion. Contact info was not provided. It is unknown if there were any reports of injury or medical intervention. During service, a cracked door latch on channel 1 and a cracked door assembly on channel 2 were found. No add'l info is available.